Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lv lead implant procedure, lead repositioning was unsuccessful and access could not be reobtained. Lead was removed and procedure was concluded. Patient was stable post procedure. During a follow up visit a new lead was implanted. Patient was stable post procedure.